Event description:
The patient presented with a fever and pain. The cultures were sent to see if there was bacteria and they all came back negative. No germs were identified. A laparoscopic mesh removal was done to remove the mesh. The mesh appearance was yellow pus. The current patient status is the patient is waiting for another operation to repair the hernias that recurred.

Manufacturer narrative:
User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter: the doctor implanted the mesh in the patient on (B)(6) 2014 in a laparoscopic bilateral inguinal hernia repair. The mesh was not implanted into a contaminated field. The mesh was not cut prior to implantation. The patient came back with an infection in 2015 on one side and came back in 2016 with an infection on the other side. All of the cultures have come back negative. The mesh was removed. The following 2 surgery dates to remove the mesh are unknown. A lap inguinal hernia repair was performed on (B)(6) 2016. Additional information has been requested but not yet received.